Event description:
The following was reported through the maude user event reporting system and was forwarded to MFR by the FDA. The report was received by the FDA on 03/2002. "Within a four week span, reporters had 4 separate incidences where a pt presented with acute colitis 24-48 hours post colonscopy. Each pt had same symptoms of left sided abdominal pain, chills, bloody stool, each requiring hospitalization for IV fluids and observation. On each pt a pediatric 160 scope was used. Staff follows all MFR guidelines for cleaning the scopes. All details have been reviewed with the scopes and the affected pts and the scopes are the most common factor on each." Add'l info received from FDA confirmed through the anonymous reporter that the asp product involved was cidex opa.